Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, while using black reload and gore seam guard buttressing material on third firing, the device was fired. Upon opening device, it was discovered that the second and third row of staples on patient stomach side had unformed staples. There was no bleeding noted. A new reload was loaded into this same device and a new line of transection was made right beside third firing staple line without incident. The case was completed with the same device throughout case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Results: damaged cartridge, damaged one piece sled, damaged drivers. Additional information: rep was present for procedure and noted patient had extremely thick, rope like rugae. A photograph of the staples were received. Based the observed, unformed staples can be confirmed however, there is insufficient evidence to determine the root cause of the issue. The analysis found that one cartridge was received for analysis. Upon evaluation of the cartridge, it was noted to have the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/3 fired and in good visual condition. In addition, the returned reload was disassembled to verify the condition of the internal components and it was found that cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. In addition, the pan was noted to be partially engaged on proximal end. Please note an investigation has been initiated to address the potential root cause for the damage one piece sled. No functional test c the manufacturing records were reviewed and no discrepancies were found during the manufacturing process.